Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was giving an inaccurate temperature.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the specialty foleys product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the temperature sensing foley catheter was giving an inaccurate temperature.